Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eyes (od) and patient experienced an unexpected refractive outcome and low vault was noted. The lens was exchanged for a smaller size and this resolved the issues.

Manufacturer narrative:
(B)(4). Method (process evaluation): medical review. Results (evaluation result): visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length, width, diopter and sphere were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Per medical review - the most likely cause of the residual refraction is a combination of selecting a lens power that was over-correcting the refractive error and the off-axis position of the toric lens secondary to rotation or misalignment. We cannot completely rule out low vault secondary to a short lens as contributing factor. Clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down or tilted icl, etc. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusion code 17: (evaluation conclusion): based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Claim # 707642

Event description:
Additional information received - the surgeon noticed rotation after implantation. The lens was exchanged for another same size lens but different diopter. The problem was resolved.

Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4). Evaluation method: lens work order search. A lens work order search revealed there were no similar complaints within the work order. (B)(4).